Event description:
Procedure: hip revision performed on (B)(6) 2014 by dr (B)(6). Charnley elite stem. Snapped at the neck so needed to be revised.

Manufacturer narrative:
A review of the information provided identified that insufficient information had been received to verify the reported incident or complete a complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be provided, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.